Manufacturer narrative:
H.6 investigation summary this complaint is for false positive cpo results with clinical samples when using phoenix panel nmic-306 (449292) batch number 3010503. The customer provided panel returns, phoenix generated lab reports and isolates for the investigation. The lab reports show class d carbapenamase classification for enterobacter cloacae when using the complaint batch. To investigate, two customer returned panels of complaint batch 3010503 was inoculated with customer returned isolate enterobacter cloacae complex 5991 and evaluated for cpo results. Both panels returned the expected class a carbapenamase classification with resistance to ertapenem and susceptibility to meropenem, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on complaint batch 3010503. Complaint trending was performed, and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect.

Event description:
It was reported that bd phoenix panel nmic-306 panel discrepancy organism that is meropenam susceptibile and ertapenem intermediate. The following information was provided by the initial reporter: customer reporting class d carbapenamase producer from nmic panel for an organism that is meropenam susceptibile and ertapenem intermediate. Customer states that patient has history of class a and b carabpenemase. Meropenam confirmed as susceptible from manual ast. Customer also performed testing on cepheid and isolate positive for kpc gene.

Event description:
It was reported that bd phoenix panel nmic-306 panel discrepancy organism that is meropenam susceptibile and ertapenem intermediate. The following information was provided by the initial reporter: customer reporting class d carbapenamase producer from nmic panel for an organism that is meropenam susceptibile and ertapenem intermediate. Customer states that patient has history of class a and b carabpenemase. Meropenam confirmed as susceptible from manual ast. Customer also performed testing on cepheid and isolate positive for kpc gene.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.